Event description:
Pt with acute mi; treated with emergent angioplasty and insertion of cypher stent to lad. This was a cordis drug-eluting stent. Pt was treated with aspirin and plavix. Pt returned with chest pain, diagnosed acute mi. To cath lab for angioplasty. Lad was occluded with a thrombus of the drug-eluting stent. Pt was treated with integrilin. Discharged home on aspirin, plavix and persantine.